Event description:
A site nurse reported that during a cranial procedure the 2d orthogonal views were no longer displayed in the navigate task. This issue occurred after going to the non-sterile reference frame. There were no issues during patient registration. The surgeon chose to discontinue navigation, and the procedure was completed with no reported impact to the outcome of the patient.

Manufacturer narrative:
Patient identifier was not available from the site. During troubleshooting with technical services over the phone, the nurse stated that she noticed that the medtronic logo on the sterile frame was upside down and during registering with the non-sterile frame the medtronic logo was right side up. It was explained that the most likely cause was that the frame orientation between non-sterile frame and sterile frame was flipped due to incorrect equipment setup. The nurse said that she will inform the or staff to be more aware of which direction the logo is facing on the non-sterile and sterile frame.